Manufacturer narrative:
(B)(4). Date sent on: 6/6/2024. Additional information was requested and the following was obtained: could you please confirm when the issue was identified (during the opening of the packaging or during the installation of the cartridge)? During the opening of the packaging.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2024 d4: batch # 172c67 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned with an opened package, unfired with the reload pan partially dislodged from the right proximal side. In addition, 4 double drivers and 1 single driver missing, making the reload non-functional. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge.  Additionally, photos were provided and they showed a blue reload with the pan dislodged and some drivers out of position. Device history review a manufacturing record evaluation was performed for the finished device batch number 172c67, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm when the issue was identified (during the opening of the packaging or during the installation of the cartridge) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, open the packing and noted that some sled fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.